Event description:
The customer reported that there was an iris pot error. This malfunction on the 9600 system prevents the x-ray function from working and it will shut the system down. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator iris potentiometer was calibrated. The system was tested and found to be working as intended and put back into service.